Event description:
Central line placement - upon removing guidewire resident realized guidewire was frayed indicating wire was not fully intact. Concern for possibility that frayed piece of the guidewire was inside patient. Retained foreign object identified on CT scan.